Manufacturer narrative:
Faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used ellipsys catheter during procedure. IFU was followed. There was no defects nor malfunctions of the ellipsys catheter or power controller. Fistula was created. It was reported that avf anastomosis creation was completed using an ellipsys catheter and follow up balloon pta as per normal procedure steps. No difficulties navigating perforator or in crossing from perforator to pra were encountered. Post creation, it was determined that the upper arm tourniquet had not yet been released, nor had heparin been given. Final flow measurements showed <>150ml/min brachial artery flow and stagnant flow distal to the anastomosis in the radial artery. Decision was made to access the radial artery at the wrist and perform an angiogram to determine reason and treat as needed. Tpa was given for suspected clotting and pta of the radial artery was performed. Normal flow appeared to have been restored in both the pra and into the fistula. Post procedure a tr band was used to seal the radial artery at the wrist access site. Patient will return on approximately one week for a duplex flow study. Patient complications associated with this event was stagnant flow in radial ar tery. The vessel was non tortuous. The artery and vein diameter are 3.2mm and 3.3mm respectively. The distance between artery and vein was not greater than 1.5mm. Medical/surgical intervention was needed to prevent serious injury. The delivery of tpa to break up clot and additional pta of radial artery were performed to restore flow in radial artery. No patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.